Event description:
A complete review of the generator data showed that the generator battery status is lower than would be expected based on charge consumption history. On (B)(6) 2021 the battery voltage reached the 25% remaining indicator. However, the charge consumed was 10.952% of the battery, which indicates that the generator would not be expected to be at the 25% indicator. It is possible that this 25% battery status indicator is the result of a low battery voltage reading resulting from expected battery impedance behaviors of models 103 to 106 generator batteries. M103-m106 generator batteries exhibit a low battery voltage reading behaviors at the beginning of the battery¿s life, due to well-understood battery impedance behaviors of the model 103-106 generator batteries. Although there is an initial low battery voltage reading, the generator¿s battery voltage reading will rebound over time, back to a higher voltage value. This rebound occurs once approximately 4% to 5% of the initial battery is consumed for most generators. Due to this known behavior, the generator has a built-in 0.5v offset added during the first 7.5% of the battery consumption to mitigate the potential for artificially low voltage measurements during this period. This offset is then removed once 7.5% of the initial battery is consumed. In a few cases, the beginning of life impedance behaviors may extend past the 7.5% consumption point, which can result in a temporary low battery status. When the behavior extends past 7.5% battery consumption, this is not an indication of a device failure, but rather an outlier in the expected timeline of the battery voltage drop. In these cases, the generator battery is expected to re-bound and will exhibit normal battery depletion timelines. Malfunction of device not likely to cause serious injury or death, as no loss of therapy is expected since device returns to normal battery life indicator.

Manufacturer narrative:
B5: event description - correction - information inadvertently not included in the initial MDR submitted.

Event description:
Information was received that the patient is not able to feel anything when the magnet is used which was not that way before the battery replacement. The programmer was checked during consultation and magnet activations were detected.

Event description:
It was reported that a patient has low battery one month after implantation. Programming data was reviewed and was only available for one date. Data contained no evidence of a system diagnostic test performed on this date but had interrogations and programming events. From the data on this data there is no evidence of asic latch-up from electrocautery but the data does not include any data from the implant date. No additional relevant information has been received to date.